Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the distal right coronary artery. The 3.5 x 18 mm xience alpine stent delivery system was advanced over a non-abbott guide wire; however, the stent delivery system became caught on the guide wire. It was thought that the xience alpine became caught on offset coils on the guide wire and the stent delivery system was unable to advance further. The guide catheter extension was advanced to the xience alpine stent delivery system and all devices were removed as a single unit. The procedure continued with a second guide wire and another xience alpine. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to position and remove were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.